Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6), on 02-apr-2024, 9-apr-2024, 19-apr-2024, 25-apr-2024, 30-apr-2024, 03-may-2024, 15-may-2024 & 25-may-2024 it was reported that the eight infusion set cannula were kinked and patient faces symptoms within 3 hours of insertion. The infusion set is long for few hours unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4)- MDR device 5 of 8.